Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a hematoma occurred. The 70% stenosed lesion being treated was located in the calcified right popliteal. The peripheral cutting balloon (pcb) was advanced through the 6fr sheath with no resistance noted. The pcb was inflated slowly as per directions for use (dfu) up to 8 atms, and then deflated slowly as well. Following withdrawal of the pcb, the physician noted a small hematoma in the groin of the patient. He withdrew the sheath, and then applied pressure for 35 minutes. The physician checked the devices, and found that the pcb had not refolded correctly and an atherotome was exposed. The 6fr sheath was also noted to be scratched. The following day, the patent was checked and there were no findings, no pseudo-aneurysm. No further complications were reported, and patient status was reported as 'ok'.